Event description:
A hemostatic clipping device was used during an esophagogastroduodenoscopy (egd) procedure in 2008. According to the complainant, the clip would not deploy nor would it open. The physician "cut the handle off and pulled off the oversheath and [was] able to get the clip off and it stayed in the patient doing its job." No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the manufacture date is unknown. The device has not been returned. A device evaluation is not available; therefore, the cause of the reported event is undetermined. The june 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.